Manufacturer narrative:
This known failure mode was analyzed at the parent company in (B)(6) and all parts met design specifications. It was, however noted, that these parts had failed because they had seen unusual stress which allowed them to fatigue and break over time. It was decided that the part could be changed to a different material that would be able to withstand more severe use and not fatigue. A new design of this part has been implemented into production. The re-designed part has been issued to the client to address this reported failure. The DHR for this device was reviewed and chair met specifications prior to distribution.

Event description:
It was reported that just after end-user was placed into the chair seating via a patient lift, upon initiating a tilt function for re-positioning, the back canes were reported to have broken which allowed the end-user to fall backwards. Reports are the caregiver was able to catch the end-user keeping them from falling out of the seating. No injuries were reported to have occurred as a result of this incident.